Event description:
A nurse technician was wearing an isolation gown while bathing an infant under a radiant warmer when the sleeves on the gown started to melt. Technician went to the emergency room. Technician received first degree burns on both arms. Unable to determine if it was a medine distributed gown until 7/24/97. Unable to identify the MFR as no lot number was reported.